Event description:
In 2009, (through follow-up with the health-care provider), it was learned that the device (ring) was explanted due to unknown reason and replaced by a valve. However, the surgeon noted that the event was not device related. Therefore, this has been determined to not be a complaint. It was also noted in the response that the device was not available for return and evaluation. The following month, the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.